Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Patient sensitivity to device materials must be considered prior to implantation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported by an allergist office that a patient has developed a severe rash at the surgical site after having left rotator cuff surgery on (B)(6) 2016. Four 4.75 mm arthrex peek swivelock anchors, ar-2324pslc (lot 10026121 -qty 2, and lot 10028846-qty2) were implanted during the procedure. Sample product has been provided to the allergist for patch testing. No results have been provided to date.